Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 5 months post-implant, it was reported that the patient¿s lactate dehydrogenase (ldh) level was 2800u/l; therefore, the patient was admitted into the hospital. The patient was given a saline infusion and a heparin drip and the patient's acetylsalicylic acid (asa) was increased to 200mg. The patient's ldh level decreased to 400u/l and the heparin infusion was stopped. However, discontinuation of heparin resulted in the patient's ldh level increasing to 900u/l. The patient was asymptomatic, was not hemodynamically compromised based on a ramp study, and no hematuria was seen. The physician increased the international normalized ratio (inr) goal to 2.5, and started the patient on plavix. The pump speed was also increased to 9200rpm and the patient status was monitored. No pump power, pulsatility index (pi), or flow changes were reported. The patient received a routine transplant on (B)(6) 2015.

Manufacturer narrative:
Approximate age of the device is 1 year and 5 months. The manufacturer is attempting to acquire the explanted pump for analysis. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) cut approximately 8¿ from the pump housing and the remainder of the lead was not returned. Visual examination of the proximal edge of the inlet tube revealed a deposition of strongly adhered tissue. Although a specific cause for its development could not be determined, it appeared to be obstructing approximately 10 percent of the blood flow path. There was no other evidence of deposition inside the inflow cannula. A tissue-like thrombus formation with evidence of lamination was present around the inlet bearing ball. The thrombus was very thin and appeared to be in the early stages of development. In addition, a tissue-like deposition was present in the outlet stator, situated adjacent to the outlet bearing ball. The deposition was not adhered, lacked lamination, lacked denaturing and did not appear to originate in this location. Although its origin and a duration in which it was present in the pump could not be conclusively determined, it did not appear to have originated in this location. The observed depositions would have potentially contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.